Manufacturer narrative:
Philips service replaced the motor c-arc red. Poly-g2 clea, and the system met specifications. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the c-arm movement was faulty due to a defective motor on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.